Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the air/water (a/w)tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The likely cause could be damage to the forceps channel, resulting in loss of water tightness, which may have prevented proper reprocessing and removal of the foreign body. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in gif-ez1500 operation manual, chapter 3, preparation and inspection. Preventive measures are described in gif-ez1500 reprocessing manual, chapter 5, reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.